Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited high capture thresholds, far p-wave over-sensing and r-wave amp variation. The patient then presented in the emergency room. X-ray imaging was performed and revealed a dislodgement of the rv lead. It was also noted that the implantable cardioverter defibrillator (ICD) exhibited episodes of noise. On (B)(6) 2024, the rv lead was successfully repositioned. The patient was in stable condition.